Manufacturer narrative:
Results - scale out of calibration.

Event description:
It was reported by service report that the scale did not have a consistent weight reading. There was patient involvement; however, no adverse consequences are reported.